Event description:
Report received from USA stating that "the motor turns on by itself." It is known that the event occurred during surgery. There was no patient or user injury. However, it is not known if there was medical intervention reported related to this occurrence. No additional information was available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "motor is turning on by itself" was confirmed. Device was evaluated and it was found that the hand control does not function properly. If additional information becomes available, a supplemental report will be submitted. (B)(4).